Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. A64626) for female sterilisation. The patient had a medical history of abnormal uterine bleeding in 2019 and human papilloma virus infection, cervical dysplasia, menses irregular, parity 2, gravida ii and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3895 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy, bilatera salpingectomy,hysteroscopy dilation and curretage). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure removal on (B)(6) 2023. Had 2 trailing coils were noted. The patients left tubal ostia had 3 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): [human papilloma virus test] (date unknown): positive [pathology test] on (B)(6) 2020: diagnosis: a. Endomeéiial d urettings: late secretory endometrium and fragments of endometrial glandular polyp. B. Left fallopian tube, salpingectomy: congested fallopian tube with essure coil. C. Right faliopian tube, salpingectomy: congested fallopian tube with essure coil. Gross description: left fallopian tube with essure coil", are two pieces of fimbriated fallopian tube measuring 4.2 cm in ength by 0.8 cm in diameter. The serosal surface is tan-pink, smooth, and glistening. The container shows an essure coil. The essure coil was found in the container. Right fallopian tube with essure coil, is a tan-pink, smooth, and glistening fijnbriated fallopian tube measuring 6.0 cm in length by 0.4 cm in diameter. There is a grey, plastic coil néar the proxima resection margin. Sectioning reveals a 0.8 cm in diameter smooth-walled cyst near the fimbriae. [Ultrasound pelvis] on (B)(6) 2019: the uterus is anteverted and normal in size and echotexture. The uterus including cervix measures 7.6 x 4.4 x 3.7cm. The endometrium measures 1omm. The endo cavity measures 3.2cm in length. The right ovary contains a 4.0cm complex lesion with internal debris. The left ovary is normal in appearance. [Ultrasound scan vagina] on (B)(6) 2013: a transvaginal ultrasound of the ovaries is normal and the cul-de-sac had no fluid present. Uterus homogeneous with essure visualized well. Both ovaries visualized well the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporters,patient information,medical history,lab data,lot no.,drug removal date,event onset date,non drug treatment addded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2709 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, 2709 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. A64626) for female sterilisation. The patient had a medical history of abnormal uterine bleeding in 2019 and human papilloma virus infection, cervical dysplasia, menses irregular, parity 2, gravida ii and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3895 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopy, bilatera salpingectomy,hysteroscopy dilation and curretage). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: ~essure removal~ (B)(6) 2023 had 2 trailing coils were noted. The patients left tubal ostia had 3 trailing coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): [human papilloma virus test] (date unknown): positive [pathology test] on (B)(6) 2020: diagnosis: a. Endomeéiial d urettings: late secretory endometrium and fragments of endometrial glandular polyp. B. Left fallopian tube, salpingectomy: congested fallopian tube with essure coil. C. Right faliopian tube, salpingectomy: . Congested fallopian tube with essure coil. Gross description: left fallopian tube with essure coil", are two pieces of fimbriated fallopian tube measuring 4.2 cm in ength by 0.8 cm in diameter. The serosal surface is tan-pink, smooth, and glistening. The container shows an essure coil. The essure coil was found in the container. Right fallopian tube with essure coil, is a tan-pink, smooth, and glistening fijnbriated fallopian tube measuring 6.0 cm in length by 0.4 cm in diameter. There is a grey, plastic coil néar the proxima resection margin. Sectioning reveals a 0.8 cm in diameter smooth-walled cyst near the fimbriae. [Ultrasound pelvis] on (B)(6) 2019: the uterus is anteverted and normal in size and echotexture. The uterus including cervix measures 7.6 x 4.4 x 3.7cm. The endometrium measures 1omm. The endo cavity measures 3.2cm in length. The right ovary contains a 4.0cm complex lesion with internal debris. The left ovary is normal in appearance. [Ultrasound scan vagina] on (B)(6) 2013: a transvaginal ultrasound of the ovaries is normal and the cul-de-sac had no fluid present. Uterus homogeneous with essure visualized well. Both ovaries visualized well quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.